Event description:
My orthopedic surgeon put in a stryker-secure-fit stem with adm cup. I had pain since the surgery and just thought it was normal. By (B)(6) 2012, I told my surgeon something was not right. He stated that the x-rays looked fine but ordered a bone scan. The bone scan show a major ¿hot spot¿ in the right femur. A revision surgery was performed on (B)(6) 2012. The doctor thought maybe there was micromotion involving the stem. This is from the op report ¿once entering it was noted there was marked amount of black staining of tissue over the trochanter around the hip, consistent with what is known as metallosis consisted with shedding of metal material. Self-retaining retractors were put in place. Soft tissue was debrided. All the abnormal tissue was debrided with cutting cautery and rongeurs. The hip was examined. There were markings on the neck of the femur consistent with impingement and felt that the acetabulum was loose and had become extremely more anteverted creating an impingement issue on the neck creating metal ion and creating eventually a foreign body reaction¿ see other info in op notes. After this revision my hip dislocated three times and another revision was performed (B)(6) 2012. My hip dislocated one prior to leaving the hospital. Synopsis since december, I have had two revision hip surgeries and 4 hip dislocations. All were stryker made. Diagnosis: avascular necrosis.